Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning (leaflet grasping) or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning appears to be related to a combination of challenging patient anatomy (posterior leaflet tethering, thin leaflets) and procedural conditions (poor imaging). The reported poor imaging is related to procedural conditions (shadowing of the device). The reported tissue injury and mitral regurgitation are cascading events of the positioning failure. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3, tethered posterior leaflet and thin leaflets. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and grasping was performed. It was noted that grasping was difficult. After the fifth grasping attempt, tissue damage was observed on the posterior leaflet. The clip was then implanted. Mr remained at a grade of 3. There was no clinically significant delay in the procedure.